Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the threshold of the left ventricular lead had a sudden rise and was slightly increased. No action was taken as the current pacing configuration gave the best threshold. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.